Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported event. Stryker further evaluated the customers device settings and user error was determined to be the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was advising to shock at inappropriate times. In this state the device may not delivery the appropriate defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker field service further evaluated the event logs and data from the reported event date were no longer available for review. Therefore, the reported issue could not be verified or duplicated. A conclusive root cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was advising to shock at inappropriate times. In this state the device may not delivery the appropriate defibrillation therapy. This issue is patient related; however there was no adverse event reported.